Event description:
An eye care professional reported that a pt was treated for a corneal abscess, left eye, located at 7 o'clock peripheral cornea associated with wear of precision uv contact lenses and use of solocare aqua/aquify lens care solution. The ophthalmologist reported, a pre-existing history of corneal abscess, left eye and that the pt has a history of non-compliance. The pt experienced photophobia, reduced acuity, severe pain, tearing, conjunctival hyperemia, circle around the cornea. Treatment consisted of ciloxan and larmabact. Pre-event acuity reported as 10/10. Potential scarring noted, however, outcome and final acuity is unk. Recovery was expected. No further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot info provided, no detailed investigation can be performed.